Event description:
During the esophagogastroduodenoscopy (egd) with biopsy, the doctor was attempting to place the hemoclip within the stomach. The catheter of the hemoclip became lodged in the channel of the gastroscope. Once unlodged and attempting to grab the patient's tissue, the hemoclip would not close. This places the patient at risk and may tear the tissue and cause increased bleeding.